Manufacturer narrative:
Please note that this device was used in an off-label manner, as it was implanted for interstitial cystitis (ic). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the two systems received in 2005 to replace first system it was determined that these two systems were not helping with interstitial cystitis (ic) pain so sometime in maybe 2007 or 2008 the neurostimulators only were removed. Patient said that the leads and extensions were not removed.  No further action was taken by patient services. Information also submitted in manufacturer referral # (B)(4).